Event description:
It was reported the light source had a lamp failure (error code e103). There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of error code e103 was confirmed. Based on the results of the investigation the presumable and definitive cause of the event could not be determined. Olympus will continue to monitor field performance for this device.